Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 14.5 diopter intraocular lens (iol) was implanted on (B)(6) 2018 and since the patient had trouble seeing and blurry vision, the lens was explanted on (B)(6) 2018. There was an incision enlargement and suture was used. The lens was replaced with the same model, but different diopter (17.5). There were no other medical or surgical interventions required. There was no patient injury reported and the patient was fine at the time of discharge. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/16/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a biohazard bag and the lens was kept in a sample bottle. The product was found cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.